Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3031a,serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3966, lot# la4027, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change in therapy. The patient got the device because she had no control. The patient started seeing a urologist, who she had been going to for several months in 2015. The urologist gave her a pill that worked (enoblix) and now she had control of leaking but got constipated so she took a stool softener. It was reported that the implantable neurostimulator (ins) battery died, which the patient guessed was around 2008 or 2009. This device never helped with her symptoms and never had any luck with it ever since the device was implanted in 2002. Several times, the health care professional (hcp) wanted a magnetic resonance imaging (MRI) for stomach pains associated with some of that. The patient inquired whether she could get an MRI now that the implant battery had died. It was further reported that in 2015 the patient had a urinary tract infection (uti). It seemed to be chronic and they tried antibiotics, which one finally worked. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.